Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing presyncopal episodes presented in emergency room. Surface electrocardiogram revealed loss of capture on the ventricular lead and an increase in impedance was also noted on the stored transmissions. It was noted that the patient had experienced a fall in march 2015. During lead revision procedure on (B)(6) 2015, a fracture was observed. The lead was capped and replaced. The patient did not experience any adverse consequences.